Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the bilateral upper abdomen and flanks using cooladvantage, coolcurve+ contour, on (B)(6) 2018 to the bilateral upper abdomen and mid abdomen (center placement) using cooladvantage, coolcurve+ contour, on (B)(6) 2018 to the mid abdomen (center placement) using cooladvantage plus, coolcurve+ contour, on (B)(6) 2018 to the bilateral lower abdomen using cooladvantage plus, coolcurve+ contour, on (B)(6) 2018 to the bilateral right back roll and right posterior flank using cooladvantage, coolcurve+ contour, on (B)(6) 2018 to the bilateral left back roll and left posterior flank using cooladvantage, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) to the right mid abdomen, bilateral upper abdomen, and bilateral posterior lower flanks after treatment diagnosed on (B)(6) 2019. (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2018 to the bilateral upper abdomen and flanks using cooladvantage, coolcurve+ contour. On (B)(6) 2018 to the bilateral upper abdomen and mid abdomen (center placement) using cooladvantage, coolcurve+ contour. On (B)(6) 2018 to the mid abdomen (center placement) using cooladvantage plus, coolcurve+ contour. On (B)(6) 2018 to the bilateral lower abdomen using cooladvantage plus, coolcurve+ contour, on (B)(6) 2018 to the bilateral right back roll and right posterior flank using cooladvantage, coolcurve+ contour. On (B)(6) 2018 to the bilateral left back roll and left posterior flank using cooladvantage, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) to the right mid abdomen, bilateral upper abdomen, and bilateral posterior lower flanks after treatment diagnosed on (B)(6) 2019. (B)(6).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.